Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, insulin delivery was "blocked", however, no alerts or alarms were declared. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide any additional information.